Event description:
Information was received indicating that during testing a cadd legacy 1, mdl 6400, pump exhibited double beeping with cassette. No patient involvement.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was duplicated. Replace faulty downstream occlusion sensor. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.